Event description:
Patient had radiolucent mayfield skull clamp applied to head for stability during procedure. At the conclusion of the case, the mayfield was unlocked and the pin was pulled to remove the device from the patient's head. As this was occurring, the pin broke off and did not release the mayfield. A tool was used to remove the pin, and released the mayfield without harm or injury to the patient.